Manufacturer narrative:
The field service representative (fsr) could not verify the reported issue of "dashes and resetting of the arterial monitor." The fsr tested the arterial monitor with pressure simulator, temperature probes and ultrasonic air sensor (uas) tubing. He checked all connections, simulating alarm conditions for pressure, and air bubble level alarms and no failures were observed during testing. The arterial monitor functioned properly through all testing. The fsr replaced the temperature/pressure printed circuit board (pcb) as requested by the customer. The fsr retested the monitor and the unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. During the laboratory evaluation, the product surveillance technician (pst) observed that no dashes appeared on an arterial monitor with the returned board installed, during testing except when no input was supplied. The pst installed the returned circuit board into a lab-tested 8k arterial monitor. Inserted a pressure simulator and temperature simulators into the monitor's inputs. All displays illuminated with pressure and temperature. No dashes were seen with proper inputs. The pst placed the arterial monitor into cold soak at ten degrees celsius for 2 hours and when removed from heat soak, all displays illuminated with pressure and temperature. No dashes were seen with proper inputs. Operated the monitor for four days with no dashes appearing except when no input was supplied. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the arterial monitor alarmed and arterial roller pump stopped. The monitor had all dashes, so the perfusionist (ccp) checked for kinks in the line. The ccp then recalibrated arterial monitor and everything working correctly. The device was not changed out, as they finished the case with the monitor working correctly. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Per the clinical review on (B)(6) 2015: no issues observed or experienced during cpb. The ccp heard an audible tone and noticed the arterial pump had stopped. The ccp looked at the arterial monitor and expected to see a high arterial line pressure alarm, but when he looked at the arterial monitor, the timers had been reset to 0:00:00 and the arterial line pressure was reading. It gave the appearance the arterial monitor had re-set. The ccp able to re-start the arterial roller pump very quickly (off for about 15 seconds) and returned to cpb. While on cpb, the arterial pressure was calibrated and he was able to measure the remainder of the procedure. No more issues were seen the remainder of the case. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The unit was moved out of operating room and replaced with a back-up unit until they decide to have it serviced.